Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11b09053, h11b26099 and h11a24070 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized (B)(6) 2011. The patient was recovering. Treatment was not reported. The patient was discharged (B)(6) 2011. The action taken with dianeal therapy was not reported. The consumer stated it was an internal bug which caused the peritonitis. The consumer did not provide an opinion of causality for the event in relation to dianeal therapy.